Event description:
It was reported that unspecified bd¿ sharps container was missing the lid. This was discovered before use. The following information was provided by the initial reporter: I take this opportunity to inform you that item 119987 - descartex 7 liters has a deviation of 2 units without the lid.

Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ sharps container was missing the lid. This was discovered before use. The following information was provided by the initial reporter: I take this opportunity to inform you that item 119987 - descartex 7 liters has a deviation of 2 units without the lid.